Event description:
The customer left a voice mail reporting that he was hospitalized three months ago with high blood glucose over 700mg/dl and he got sick. Attempted to contact the customer with not results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.